Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the physician noted that the right ventricular lead insulation was breached. The physician elected to cap and replace the lead during the change out procedure. The procedure was completed successfully and the patient was noted to be asymptomatic.